Event description:
It was reported that after completion of a da vinci-assisted right hemicolectomy procedure, the patient had to undergo a subsequent emergency non-robotic hernia procedure due to a hernia formation from the robotic 8mm port. In the initial surgery, the peritoneum was sutured when the 12mm port site incision was closed, but the 8mm port was not sutured at the peritoneal layer. The 8mm port site incision was sutured at the epidermis layer only as a precaution against herniation. The subsequent hernia procedure was not performed robotically, and the surgeon stated that severity of the herniation was not serious. The surgeon believes the cause of the hernia formation was due to the peritoneal membrane suture not being performed. The surgeon stated that there was no malfunction and no relationship between the development of the hernia and the da vinci system and instruments. The surgeon stated that, as a precaution, he will apply peritoneal sutures with da vinci 8mm port site incisions with future surgeries. The patient is recovering.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation that a malfunction of an da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure. No relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted right hemicolectomy procedure, the patient had to undergo a subsequent emergency non-robotic hernia procedure due to a hernia formation from the robotic 8mm port. The surgeon believes the cause of the post-operative hernia formation was due to the peritoneal membrane suture not being performed. After completion of the initial robotic procedure, the surgeon did not suture the 8mm port at the peritoneal layer and had only sutured at the epidermis layer. There is no allegation that a malfunction of an da vinci system, instrument, or accessory occurred.

Manufacturer narrative:
On (B)(6) 2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event: the patient¿s gender was noted as "female" and patient¿s race and ethnicity were noted to be "japanese" (asian; non-hispanic/latino).

Event description:
Refer to h10/h11 for follow-up information.